Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an adverse event occurred days after a lap sigmoidectomy procedure. Additional surgery was required to correct the issue. The event lead to patient hospitalization. No reinforcement material was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.